Manufacturer narrative:
Zim vie complaint# (B)(4). Date of event: (B)(6) 2022. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient complained they had a reaction to the electrodes. The skin irritation started the last week of january. The skin is red and itchy with welts. No swelling. The skin irritation is from the electrodes. The patient is not using the cover patches. The electrodes were changed every day. They were slightly rotated there is not a lot of room on the cervical area. The area was clean with soap and water. No wipes. The patient does not have sensitive skin. The patient was using 72r electrodes for almost 3 months before rash started. No allergies. No new product. The patient takes blood pressure medication. The patient had a wellness check with her pcp and mentioned the skin irritation who told her to use cortisone (B)(6) over the counter on the affected area.

Event description:
It was reported that the patient complained they had a reaction to the electrodes. The skin irritation started the last week of january. The skin is red and itchy with welts. No swelling. The skin irritation is from the electrodes. The patient is not using the cover patches. The electrodes were changed every day. They were slightly rotated there is not a lot of room on the cervical area. The area was clean with soap and water. No wipes. The patient does not have sensitive skin. The patient was using 72r electrodes for almost 3 months before rash started. No allergies. No new product. The patient takes blood pressure medication. The patient had a wellness check with her pcp and mentioned the skin irritation who told her to use cortisone cream over the counter on the affected area.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: h3: device evaluated by manufacturer updated to yes. H6: component codes added 451-electrodes. H6: device code updated to 2682 - patient-device incompatibility. H6: investigation code added to 3331 - analysis of production records. H6: investigation code added to 4119 ¿ insufficient information available. H6: investigation findings code added to 3221: no findings available. The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.